Event description:
It was reported that the customer had high blood glucose levels of 263 mg/dl. The customer reported cracks on reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window, stained end cap sticker and belt clip slot.